Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) with hemostasis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, a spring could be observed. The device was then cut at the handle in order to remove the scope, while the clip still attached to the catheter remained inside the patient. The physician re-inserted the scope and found that the clip had already released from the catheter; thus, the catheter was removed from the patient and the clip remained successfully behind. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.